Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed a pericardial effusion while the sheath was in the heart during a radiofrequency ablation. The case was completed with cryo. The patient was hospitalized for two days and recovered without intervention. No further patient complications have been reported as a result of this event.